Event description:
The physician performed novasure procedure on a patient with a history of 3 caesarian sections and kidney stone disease. Uneventful novasure ablation was performed. Post ablation hysteroscopy confirmed adequate ablation. Patient reported abdominal pain 2 hours after the procedure while in the recovery room. Exploratoroy hysteroscopy revealed small area of bleeding in the area of the c-section scar. Physician could not rule out potential perforation and since the patient wanted a definitive resolution to her condition (consent for ablation and hysterectomy was signed ahead of time), physician conducted laparotomy and hysterectomy. Laparotomy revealed significant amount of adhesions in the pelvis, no damage (mechanical or thermal) to the uterus. Hysterectomy was performed and the patient was discharged a few days later.